Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, the prolieve catheter appeared to leak out of the cartridge and into the pt. It is undetermined if the device alarmed during this event. The physician successfully completed the procedure with another prolieve thermodilatation kit. F/u indicated; "device was not leaking from the heat exchanger or in drawer and the nurse was not sure where in the catheter it was leaking from". No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.